Event description:
Upon installing the cell-dyn ruby analyzer, multiple reagent empty errors were generated with no reagent being pulled into the analyzer. The errors were followed by a burning smell with no visible smoke or fire. Trouble shooting revealed that the central processing unit/ digital control module (cpu/dcm) board was not functioning and a small burn mark was noticed on a chip near the high speed serial link (hssl) connections. Several valves would not open or close properly and were also hot to touch. The analyzer was sent back for investigation. No discrepant patient results were generated and no impact to patient management or user safety was reported.

Manufacturer narrative:
(B)(4). Product evaluation is in process and the results will be submitted in a follow-up report.